Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of ischemic bowel and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. During a call to baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. On an unreported date, treatment was metronidazole, vancomycin, and diflucan IV (dose and duration unknown). On an unreported date, the patient experienced ischemic bowel. The cause of the peritonitis was due to the ischemic bowel. Treatment was not reported. The patient remained hospitalized and was recovering from peritonitis. Outcome for ischemic bowel was not reported. On an unreported date, dianeal therapy was withdrawn. On an unreported date, the patient was on hemodialysis due to the ischemic bowel and would continue on hemodialysis for two months. The nurse reported the events of ischemic bowel and peritonitis with (B)(6) were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because samples were not returned to baxter. A batch review was conducted for potentially associated lot numbers gd885293, gd885285, gd884452, gd886036 and no exceptions were observed that were related to the reported condition. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.